Event description:
It was reported that during a regular follow up, a mass formation was found via computed tomography (CT) scan between the outflow graft and kink protector. The lumen was compromised, but without hemodynamic effects. The patient would undergo further examinations and be monitored closely.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction, infection, and hepatic dysfunction could not be confirmed. On 3may2022, the customer reported that a CT scan taken during a routine follow-up showed a mass formation between the outflow graft and the bend relief. The lumen of the graft was reportedly compromised by the issue, but there was no hemodynamic effect. Surgery to address the issue was initially delayed by an infection, which was treated with antibiotics. It was later reported that surgery was no longer planned. Additional information stated the patient expired due to hepatic dysfunction on 11jun2022. The pump was reported to have functioned as intended. The device was not explanted and no product was returned for evaluation. The relevant sections of the device history records were reviewed, including the sterilization and packaging documentation, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) IFU rev. G lists localized infection, driveline infection, and pump pocket or pseudo pocket infection, hepatic dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in a reduced general condition and was to undergo surgical revision in the future. The patient was suffering from an infection or unknown origin, a positron emission tomography (pet) scan did not show the source, and was not suitable for surgery at the time. The patient had increased infection parameters in their blood cultures and was put on antibiotic therapy. It was later reported that the patient had passed away due to hepatic failure on (B)(6) 2022. The device was not explanted and therefore would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.